Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during umbilical hernia repair, the two needles were separating on sutures. The needle also fell into patient's cavity, but was recovered by grasping with needle holder and removed via laparoscopic port. A device from different manufacturer was used to complete the case. There was no patient injury.